Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. Customer's blood glucose was 116 mg/dl and current blood glucose was 200 mg/dl. Customer stated that she had gone through 15 sets and whole bottle of insulin. Customer reported that she have not tried all remedies. Customer requested for insulin pump replacement. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and cracked battery tube threads.